Manufacturer narrative:
Concomitant medical product: evolutr-26-us aortic valve, implanted: (B)(6) 2017.

Event description:
It was reported that rhythm strips from the patient's cardiac rehabilitation indicated pacing below the lower rate due to suspected t-wave oversensing (twos) on the right ventricular (rv) lead. Pauses had also been observed and the patient was noted to have experienced a fall. The patient was subsequently evaluated in clinic where normal function was noted. The lead remains in use. No further patient complications have been reported as a result of this event.